Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A letter was mailed to medtronic from the customer's next of kin stating that they had received information from the coroner that the official cause of death was diabetic ketoacidosis. The customer was wearing their medtronic insulin pump on the night they passed, and insulin vials were found on the table. It appeared that the customer had recently completed a set change. It has not yet been determined if the pump was malfunctioning. The pump battery was removed at the mortuary due to constant beeping.